Event description:
During troubleshooting for a check patient line alarm, a home patient (hp) reported seeing air in the patient line. The air occurred during the initial drain of automated peritoneal dialysis (apd) therapy. Nothing unusual was identified during troubleshooting for the observed air. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.